Event description:
Customer emailed saalt on (B)(6) 2019 asking for advice on removing her cup. Saalt responded with tips within 1 hour, however, the customer had already gone to seek medical attention and had her cup removed by a medical professional after having the cup inserted for 24 hours. She then called saalt to provide more information about her visit to the ER to have her cup removed. Saalt issued a refund, sent a gift card to purchase an alternative period care method.